Event description:
On 6/28/2022 it was reported by a sales representative via sems that three ar-8550obt oval burrs broke during the case. The pieces were all retrieved and the case was completed with no patient harm or adverse event.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint is not confirmed. (3) unopened, packaged ar-8550obt were received for investigation. Upon visual inspection, it was noted that all three devices are sealed in their original packaging and show no signs of damage. No problem has been identified. The alleged complaint of (3) ar-8550obt breaking cannot be confirmed.